Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the maxzero cracked and leaked at the connection to trifuse during a tpn infusion at 2.8cc/hour. There was no report of patient harm.